Manufacturer narrative:
Reliability analysis evaluated 1 opened and used reservoir. Inspected reservoir, snap cap, and septum for anomalies. None were found. Ran occlusion test. Reservoir not occluded. (B)(4).

Event description:
The customer initially reported high blood glucose. Customer's blood glucose at the time was 600 mg/dl. Customer changed out sets a couple of times and finally blood glucose came down. The reservoir will be returned for analysis. No further information provided.